Event description:
The customer reported that his olympus high-definition lcd monitor was experiencing a power problem during routine maintenance. According to the initial reporter, the display was turning itself off and on intermittently. There was no patient involvement during this event.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event as well as results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective printed circuit board was causing the power to turn off after minutes of use, once rebooted ¿ the image is not displayed. Additionally, the power switch bracket and insulation sheet were found broken. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the printed circuit board failure caused the reported power cycling problem to occur. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.